Event description:
The customer reported they were unable to obtain an etco2 reading during a pt event. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4): the customer reported they were unable to obtain an etco2 reading during a pt event. There was no report of negative pt impact. The customer reported that pt care was not impacted by the device behavior. The device was evaluated by a philips field service engineer. The symptom could not be duplicated. The device passed all testing. Based on the customer¿s report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated.